Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that he went into diabetes ketoacidosis and the insulin pump alarmed motor error twice since leaving the hospital. The blood glucose reading at time of call was 148mg/dl.troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to discontinue the use of the device. No further information was provided.